Manufacturer narrative:
No further issues have been reported. The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implant procedure of a vented electric left ventricular assist device (lvad), it was reported by the vad coordinator that when the time came to hand pump to de-air, she could hear air leaking from the system. Later that day the patient coded and hand pumping was performed, using another hand pump, however, an air leak was still noted. It was then noticed that the vent adapter was leaking. The vad coordinator used tape to seal the air leak and removed the tape after the code and the patient stabilized in ICU.